Event description:
The customer's husband called to report no more equipment was needed as the patient passed away. The cause of death was reported to be a combination of things, including a broken pelvis, high doses of oxycodone, muscle relaxants, breathing issues. The patient was using the device for diabetes management at the time of death however, no allegations were made regarding the device contributing to or causing her death.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The patient's death appeared to be unrelated to diabetes or use of the pod. No further investigations are necessary. Lot release records were reviewed and the product lot met all acceptance criteria.